Manufacturer narrative:
(B)(4). Date sent: 04/28/2023. Batch # 136c76. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil returned. The breakaway washer was not present and the device was fully loaded with staples. No battery was received. When the test battery was installed the tissue compression scale did not backlight turn on when the battery was inserted. The device was disassembled to verify the condition of the internal components and a small black substance on bulkhead contact was noted and the motor connector was observed disconnected from the pcba. An unplugged motor connector prevented the device from firing. The black substance was cleaned, the motor connector was pushed until fully seated, and no issues were noted. The device was tested for functionality with the test anvil/washer and a test battery and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No conclusion could be reached on the cause of the substance noted. The damage observed on the motor connector is potentially related to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number 136c76, and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the tissue compression scale backlight was illuminated and not illuminated at the 1st firing, after the battery was loaded. The device was used on the rectum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.